Event description:
Customer called and stated there was a burn hole in her top sheet, and it smoked by the wire.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been rerturned as of the date of this report.